Event description:
The complainant alleged that during biomed testing, when the device is set to discharge at 200 joules, it discharges 150 joules. The complainant indicated that there was no pt involvement in the reported malfunction.